Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: canada.

Event description:
It was reported that during surgery, the device had a hair found within the sterile container of the jet lavage unit. There was no patient injury, or delay. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d9, g1, g3, g6, h1, h2, h3, h4, h6 and h11. The device returned opened and removed from the sterile packaging. Visual examination of the returned product did not find any evidence of hair or debris in the sterile packaging. Visual evaluation of the provided picture found a hair-like particle on the battery pack. Lot identification is necessary for review of device history records, and lot identification was not provided. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.